Manufacturer narrative:
Therapy and event date is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2020-02782. 3006705815-2020-01202. It was reported that patient was unable to place the ipg into MRI mode due to high impedances. The patient experienced trauma at the place she worked sometime in (B)(6) 2019. The company representative was able to reprogram the patient's scs system and therapy coverage was achieved. However, the patient needed to undergo MRI scans often for other medical reasons and the physician decided to explant the scs system due to the high impedances. Surgical intervention was taken and the scs system was removed.